Manufacturer narrative:
(B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a parity error. The device was tested on the bench and no anomaly was found. The cause of the backup vvi could not be determined. (B)(4).

Event description:
It was reported that the device was found to be in backup vvi status on the shelf. The device was returned and it was not implanted.